Manufacturer narrative:
Reported event was confirmed with product returned and evaluated. The visual inspection of the returned product confirmed an unknown piece of debris was wedged between the foam and cavity. Review of the device history records identified no deviations or anomalies. The root cause of the reported issue is attributed to operator error during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign county: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that our incoming inspection member found debris in the sterile package. Attempts have been made and additional information on the reported event is unavailable at this time.